Manufacturer narrative:
(B)(4) the device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump has been unable to successfully complete the incoming testing. The device specifically has failed the gravimetric high flow test (800 mls) portion during preventive maintenance testing. It was also reported there was no patient involvement.